Event description:
The device was used during a thorascoscopy. Reportedly, the device did not cut and the staples did not form properly. Another device was used to finish the procedure. No pt injury was reported.